Event description:
It was reported that, during implant testing, the shock impedance was high and out of range. After a high energy shock, there was an error screen on the programmer that the shock impedance was high. A 65j shock did not convert the induced rhythm. The doctor disconnected the electrode from the can, flushed the pocket and reconnected the system. The impedance was withing normal limits and the induced arrhythmia was successfully converted. The system was successfully implanted. There were no adverse patient effects.